Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corporation, attn: corporate complaint coordinator.

Event description:
The user reported an insert broke from instrument, flew up and hit the assistant in forehead, requiring an ice pack and a bandage . No safety glasses were worn during the procedure. The instrument is approximately one year old, and has no previous repairs.